Manufacturer narrative:
Batch review performed on 11 december 2018. Lot 154509: (B)(4) items manufactured and released on 11 september 2015. Expiration date: 2020-08-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Others devices involved: mpact flat pe hc liner ø28/b, reference 01.32.2837hct. Lot 166648: (B)(4) items manufactured and released on 07 november 2016. Expiration date: 2021-10-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact acetabular shell ø46 two-holes, reference 01.32.146dh. Lot 168434: (B)(4) items manufactured and released on 09 march 2017 . Expiration date: 2022-02-27. No anomalies found related to the problem. To date, 35 items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size s -3.5, reference 01.29.201. Lot 172246: (B)(4) items manufactured and released on 28 august 2017. Expiration date: 2022-08-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 11 months after primary the surgeon revised the patient for hip infection. Stem, head, cup and liner swap. The surgery was completed successfully.